Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while being applied on the skin towards the end of the procedure, the device¿s thread broke. Doctor used another suture from the same box to complete the procedure. Patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while being applied on the skin towards the end of the procedure, the device¿s thread broke. Patient was has no injury.